Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: for analysis, 1 un-sealed sample, part number 31102075, was received. There were some minor wear marks on the shaft which likely indicate usage. When compared to the assembly drawing and master specification: when viewed under magnification, a majority of the diamond grit had become detached (with the plating) which would have resulted in the reported event. A portion of the detached diamond grit / plating was returned with the sample. The information indicates that the diamond plating had insufficient adhesion to prevent detachment during use.

Event description:
It was reported that a "drill was attached to the reported diamond bur; however, the head was broken during use at tympanoplasty surgery. There was debris [fragments] after this issue occurred but debris [fragments] did not remain in the patient body." There was no patient impact.